Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred during the load sequence with multiple cartridges. Customer's blood glucose was 100 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.